Event description:
The patient was revised due to a pain on (B)(6) 2024. The implantation date was on (B)(6) 2023. A screw was explanted.

Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.